Event description:
Customer reports to have received a button error alarm possibly due to moisture. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.